Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a low blood glucose (bg) of 64mg/dl following a meal announcement. The user treated the low with approximately 16 grams of carbohydrates. Ems was called, and the user was transported to the local hospital for observation. No treatment was administered while at the hospital, and the user was discharged the same day.